Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that needle with its shield was separated from the hub. The attached photos were examined and did not exhibit the hub-needle/shield assembly separated from the barrel. 1 sample was returned. Bdj confirmed that the needle shield with hub was detached from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Occurrence: unable to perform complaint lot history check for needle hub separates due to unknown lot number. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed appropriately investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure from the provided photo. However, the sample returned to bdj was confirmed for hub separation. Root cause description: root cause cannot be determined at this time. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a needle with its shield was separated from the hub."